Event description:
Device complication: difficult in prep, failue to retract, detachment from source. During prep of the filter, the physician could not pull the filter basket back into the delivery sheath and could not slide the flushing tool off the distal end of the delivery system. The device was not used in the pt's anatomy. There was no reported injury and no additional info available. This is being as a malfunction based on the returned product evaluation that revealed the guide wire shaping ribbon was separated.